Manufacturer narrative:
(B)(4). Concomitant medical products: unknown nexgen tibial component catalog # unknown lot # unknown, unknown nexgen articular surface catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because it was scrapped. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Scrapped.

Event description:
It was reported that the patient underwent an initial knee procedure. Subsequently, the patient was revised due to loosening.